Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin after releasing the act button. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during basic occlusion test due to loose protruded drive support disk. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. Unable to verify if the test reservoir volume matches the units remaining in the status screen due to compromised force sensor system alarm. The insulin pump passed idle current test, run current test, displacement test and rewind. The insulin pump was received with cracked case at the display window corners and cracked reservoir tube lip.